Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella cp was being implanted. After the single access sheath was placed, the physician attempted to pass a wire through the sheath but was unable to pass through the descending aorta. Multiple attempts were made but unsuccessful. Implantation was aborted. No patient harm was reported.